Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available. Evaluation of the returned device found that the incorrect stent was returned for investigation. The stent returned was for a self-expanding stent, not the visi-pro. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a 10 x 60 self-expanding stent (identified as a protege everflex stent) was received as associated with this event. The stent strut configuration did not exhibit any deformations relevant to the reported difficulties. No cine images or procedure reports have been received for this investigation.

Event description:
Incident details - the patient had a left arm avg declot with a visi-pro stent placement on (B)(6).the patient presented with recurrent clotting and underwent declot. During the procedure the previously placed visi-pro stent migrated into the central circulation and ultimately to superior vena cava/ right atrium junction. Attempts were made at retrieval but were discontinued due to ectopy and the patient was transferred to higher acuity of care. Additional information received on (B)(6) 2015 indicate that the stent was surgically removed.